Manufacturer narrative:
(B)(4). Lot numbers, 68772hn00 device manufactured date 9/17/2008; expiration date 7/17/2009. Lot number 70220hn00 device manufactured date 10/22/2008, expiration date 8/22/2009. Evaluation; device/samples not returned. Retained kit testing met all specifications. The customer observed potential false positive results for one patient with axsym toxo igg, list number 9k08-20, lot number 68624hn00, 68772hn00 and 70220hn00 which were discrepant to other methods. No returns were received for this investigation. The axsym toxo igg reagents list number 9k08-20, lot number 68624hn00, 68772hn00 and 70220hn00 were tested with three replicates of each axsym toxo igg control and 3 replicates of a panel which is used for determination of the assay specificity of the reagent. The calibrator and control values were within the instrument specifications/ package insert specifications. The values obtained for the panel were within the manufacturing specifications. No specificity issue was identified. There were no returns from the customers site, so the cause of the customers observation remains unclear. As part of our investigation we have reviewed the complaint and manufacturing records for axsym toxo igg reagent, list number 9k08-20, lot number 68624hn00, 68772hn00 and 70220hn00 (and any associated sub-lots). This review did not identify any problems relating to the customers observation. As with other immunological assays false positive results may occur to a certain extent. The typical frequency of potential false reactive results of this assay is stated in the package insert (commodity number (B)(4)) limitations of the procedure section and specific performance characteristics section. Based on our investigation, we have determined that axsym toxo igg reagent, list number 9k08-20, lot number 68624hn00, 68772hn00 and 70220hn00, identified in the customers complaint, are performing acceptably. This is the final report.

Event description:
The account stated that the axsym toxoplasmosis igg (toxo-igg) reagent is generating false positive results when compared to other methods. In early 2009, the axsym igg results were repeatedly positive (10 iu/mol), the toxo-igm result was negative. The biorad pastorex , dye test agglutination and roche elia methods were all negative for both toxo-igg and toxo-igm. In 2008 and early 2009, the axsym toxo-igg results were positive (8 and 7 iu/ml) when tested in another laboratory. The patient was found to be positive on the axsym instrument, but negative on other methods. There was no impact to patient management.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.